Event description:
Patient reported a right side deflation and pain. Healthcare professional confirmed deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior, white particles inner device, white calcification outer device and observed what appears to be like crater appearance on shell surface. Leak test and microscopic analysis was performed which identified: smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6.b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.